Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts) to report that upon interrogation of this device, a red screen and warning message was displayed on the programmer. Ts was informed that a da error code was identified. Ts mentioned that a summary report can be printed to document the error code. Ts explained that the device does regular internal self checks for memory corruption. When an issue is identified, the issue is corrected and the da error code is displayed. This is typically benign and represents normal device processing. If this occurs frequently, then a memory upload should be obtained for analysis. The local representative confirmed that the patient did travel via plane recently. Ts commented that this may have resulted in exposure to some radiation that caused the memory issue. Ts discussed continue monitoring of the device.